Event description:
N/a.

Manufacturer narrative:
The bactiseal sample was not returned for evaluation; however pictures were provided for evaluation: DHR - lot number 6234599 with no anomalies. Failure analysis - as seen in the photos provided by the customer a pinprick hole was evident. Complaint confirmed. No root cause could be determined as the device was not returned for investigation. If the sample is returned, the complaint will be re-opened, and the device evaluated.

Event description:
A facility reported a "pinprick" hole in the bactiseal evd catheter (ID (B)(6). The patient is a 4 year-old child. No additional information was provided in regards the event and patient outcome.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.